Event description:
It was reported that the user, on the second day of pump use, experienced two brief hypoglycemic episodes with a lowest glucose of 66 mg/dl and treated each episode with oral fast-acting carbohydrates, receiving education on the 15/15 rule and appropriate carb amounts. Symptoms included no reported hypoglycemia symptoms. Outcomes included resolution of low glucose without hospitalization and no impact on blood glucose during the call. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified and an unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.